Event description:
The catheter was placed in the operating room but placement could not be confirmed using the operating room x-ray. The surgeon was unable to confirm if the device was correctly placed. The catheter is supposed to be radiopapque but placement could not be confirmed. The device is not being returned of eval. No patient injury was reported.